Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed due to the rod failing to distract. The revision surgery was completed with no issue or adverse consequences to the patient.